Event description:
It was reported that the subject device was inserted through the pt's mitral valve in order to provide left heart venting during a cardiac surgical procedure. At the conclusion of the procedure, as the surgeon attempted to withdraw the device from the left ventricle, the spring at the tip of the device became entangled in the papillary muscles of the mitral valve. The surgeon manipulated the spring, extending and uncoiling it until he succeeded in freeing it from the valve. It was noted, however, upon removing the device from the pt's heart, that the weight at the tip of the device had separated and remained in the heart. Fluoroscopic imaging of the heart revealed that the weight was located in the left atrium near the mitral valve. The surgeon opened the left atrium and successfully retrieved the weight from the heart. The pt was reported to be recovering normally from the surgical procedure.